Event description:
Customer reported a cartridge alarm 20 during the pumping process. There was no reported impact on the customer's blood glucose level exceeding 500 mg/dl. Technical support confirmed the issue with consecutive cartridges and resolved it by sending a replacement pump to the customer. The customer was instructed on how to use the new pump and return the problematic one.